Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the biliary tract to treat a cholelithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the stent broke into multiple pieces and was removed using forceps. There was no part of the stent that was left inside the patient. The procedure was completed using another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the push catheter was buckled and the push catheter suture hole was torn. No damage was noted to the stent, and no other problems were observed with the delivery system. Product analysis did not confirm the reported event of stent break; no damage was noted to the stent. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors encountered during the procedure. Factors such as the technique used by the physician, and/or the anatomical conditions, limited the performance of the device and contributed to the observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the biliary tract to treat a cholelithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the stent broke into multiple pieces and was removed using forceps. There was no part of the stent that was left inside the patient. The procedure was completed using another of the same device. There was no patient complication reported as a result of this event.